Manufacturer narrative:
As the device in question was not returned by the customer, an investigation on the product itself could not be performed. However, the available information has been reviewed. The investigation was completed on 2024-05-15. Based on the customer's description of the error, it can be assumed that the user is at fault. As the article was not sent in and no pictures of the plug were sent, no investigation can be carried out. One possibility is that the article is already old and therefore the properties of the sealing plug have changed, which has led to the silicone around the luer being torn. The second possibility is that the silicone cap may have stuck to another article and become detached. A corresponding warning regarding incorrectly assembled and damaged instruments can be found within the IFU. A review of the device product history records (DHR) must remain incomplete as the required data was not provided. There is no indication for a material-, manufacturing- or design-related failure. The root cause of the reported issue can most likely be traced back to a usage-related failure. Internal karl storz reference number: (B)(4).

Event description:
It was reported that there was an issue with the product (33300 - metal outer sheath, insulated, 36 cm). External gas plug was missing. According to the complaint description there was an incident were at the final count it was noted that the external gas plug of a storz reusable laparoscopic grasper was missing. Advice was sought from a superintendent radiographer as to whether the plug was x-ray opaque or not, and she said it would depend on the density of the material. A hard film x-ray examination was carried out as per local policy, nothing was detected.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. Internal karl storz reference number: (B)(4).

Manufacturer narrative:
The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).